Event description:
It was reported that during a biliary stenting treatment procedure, the ro marker band dislodged inside the patient. An 8.5 fr/7cm flexima biliary stent had been implanted to treat an unspecified lesion. While attempting to remove the stent delivery system, resistance was noted. It was discovered that the ro marker band had detached from the outer sheath and was lodged in the duodenum. The detached portion remains in the pt. The physician "is not planning to retrieve" the detached ro marker. There were no pt complications reported with the pt's current condition listed as "good".